Event description:
The user states they were getting instrument alarms from the ise module and unusual readings from the instrument. The user stated 12 erroneous results were generated and provided one pt example. Of the pt results provided, the potassium result was discrepant. The initial result was 7.3 mmol per l. The repeat result from the cobas 6000 was 4.42 mmol per l. The sample was rerun on the original integra 800 after calibration and a result of 4.4 mmol per l was received. The initial results were not released. The technical service specialist assisted the user in performing maintenance on the analyzer including checking the tubing, replacing calibrator solutions and o-rings, and performing a washtime adjustment. The field service rep could not find a cause and noted the issue was rectified by the maintenance performed.